Manufacturer narrative:
As directed by the beckman coulter inc. Customer support hotline, the customer compared the reagent inventory list to the actual reagent carousel. The reagent inventory had two tsh reagent packs listed on board the instrument. When verifying if the reagent carousel actually had two tsh reagent packs, the customer found only one reagent pack loaded onto the carousel. The tsh reagent pack not loaded onto the reagent carousel was deleted from the reagent inventory, and a new tsh reagent pack was correctly loaded onto the instrument. The customer reran the tsh quality control(qc), which resulted close to the customer's set means. Tsh samples were repeated back to the last acceptable qc. There were fifteen tsh samples that were repeated. Six had corrected reports sent to the patient's charts. Service was not dispatched. Root cause was determined to be use error. Product labeling was reviewed and determined to be adequate to provide instructions for loading reagent paks on the analyzer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This is event 1 of 3. The related mdrs are 2122870-2011-06119, 06120.

Event description:
Customer reported erroneous low access hypersensitive htsh test results were obtained for six patients when using synchron lxi 725 clinical system. The erroneous low test results were reported out of the laboratory. The laboratory identified the issue when the quality control samples for access hypersensitive htsh were performed on (B)(6) 2008. The quality control samples generated ind (indeterminate) test results, thus failing to obtain acceptable test results. The customer retested samples performed since the last passing quality control. The six samples with erroneous low test results were identified and corrected reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 3 reported. An MDR was filed for each work shift this malfunction occurred.